Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technicians stated issue of fail battery condition/battery was confirmed. ¿ on (B)(6) 2024, pcu device was received unboxed and with paperwork. ¿ the unit failed battery recondition confirming the stated problem, a test power supply board was used, and battery recondition passed. ¿ faulty power supply board. Defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace the power supply board. ¿ failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device battery does not charge. There was no patient involvement.

Event description:
It was reported that the device battery does not charge. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.